Manufacturer narrative:
(B)(4). A portion of the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was severed 180 mm from the terminal pin and only the proximal segment was returned. Damage to the identification tag was noted. The returned segment passed electrical testing. As a result, the clinical observations could not be confirmed.

Event description:
Boston scientific received information that during a routine follow-up, the device indicated an error code for a short circuit condition detected during shock delivery. The device memory noted a ventricular fibrillation (vf) episode with adequate shock. The shock impedance measurement was less than 20 ohms. All other measurements were appropriate. Boston scientific technical services (ts) and engineering reviewed the device information and concluded that even though the plasma fuse may be open, due to the shock into a shorted lead, the daily and manual shock impedances may still function and a high energy shock or cap reform may not deliver the required therapy. As a result, replacement was recommended. This device was explanted and the lead was surgically abandoned. No adverse patient effects were reported.